Event description:
Second part on the head. It fell off - oral-b [device breakage]. Always on the loose side - oral-b [device connection issue]. Case narrative: consumer via phone stated that the second part on the oral-b toothbrush head fell off. They stated that it always on the loose side. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.